Event description:
It was reported that this right atrial (ra) lead exhibited high pacing impedances out of range. The system triggered a lead safety switch (lss). Subsequently, the ra lead was explanted and replaced, and a fracture was confirmed. No additional adverse patient effects were reported.